Event description:
It was reported that the nitinol guide wire (pin) broke when the surgeon was pulling it out of the patient. The surgeon used a scope to look over the area and assumed the guide wire was in the screw tunnel. The surgeon finished the case and closed the surgical area. An x-ray was taken and revealed the broken tip of the wire ended up in the patient's joint. Patient was not discharged as yet and was brought back into the operation room to remove the wire. Case was an acl repair. Patient: female. Fine to date.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided so device history record review cannot be performed. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation. If the device is returned and additional information is obtained, a follow-up report will be submitted. This event was most likely caused by too much driver force over the guide pin, the driver tip hitting a flex point of the guide pin, prying and/or leveraging on the guide pin or re-using a guide pin from the single-use disposable kit that had been bent from prior use. The potential cause(s) of this event will be communicated to the event reporter. Device was discarded by the facility.